Event description:
The customer stated that he was hospitalized for diabetic ketoacidosis. The customer stated that he got multiple no delivery alarms prior to the event, and had been having difficulties with the infusion sets and reservoirs several weeks before. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer didn't have the tubing clamp for the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.